Event description:
It was reported to boston scientific corporation that the an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was attempted to drag through the duct to extract a stone out; however, the stone was really hard to pull out. The physician had to exert a lot of energy to pull the balloon out of the duct which caused the catheter to stretch out and break in half at the biopsy port of the scope. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable issue of catheter broken. Block h10: investigation result: a visual examination of the returned complaint device found that the catheter was broken. It was also noticed that the ends of the broken sections were stretched. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. The proximal and distal bonds were continuous. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was attempted to drag through the duct to extract a stone out; however, the stone was really hard to pull out. The physician had to exert a lot of energy to pull the balloon out of the duct which caused the catheter to stretch out and break in half at the biopsy port of the scope. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.